Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was during gastrostomy replacement procedure. The exact initial procedure date was unknown; however, it was reported that the tube was placed for about six months. According to the complainant, during the replacement procedure performed on (B)(6) 2018, the internal bolster detached inside the stomach. Reportedly, the detached portion was removed using a grasping forceps. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. E1: (initial reporter address 1): (B)(6). H6: (device codes): problem code 2907 captures the reportable event of internal bolster detached. H10: visual examination of the returned device revealed that the molded internal bolster was detached from the tube. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. No foreign materials, air bubbles, voids were identified in the in the tube/molded internal bolster indicating the material was formed properly. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural/anatomical factors, also excessive force applied to remove the device could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was during gastrostomy replacement procedure. The exact initial procedure date was unknown; however, it was reported that the tube was placed for about six months. According to the complainant, during the replacement procedure performed on (B)(6) 2018, the internal bolster detached inside the stomach. Reportedly, the detached portion was removed using a grasping forceps. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.